Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 and tq-alb results from the cobas c 503 analytical unit. Results were only provided for total protein. The initial result was 4.45 g/l, and the repeat result, on (B)(6) 2025, on another analyzer was 77.2 g/l. The questionable result was detected during medical validation, and the result was corrected.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The total protein gen.2 reagent lot number is 85870501, and the expiration date is 31-may-2026. Calibration data was not provided. Qc data was passing at the time of the event. A field service engineer (fse) cleaned and checked the sample needle. The fse readjusted the sample needle and the mixer.